Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an im plantable neurostimulator (ins). Patient reported that their therapy was not working. The rep discovered that the patient's device had been turned off, the rep simply used the patient programmer (pp) and turned the device back on. Patient's device was on/ok at the time of the report and issue was resolved. No further patient complications were reported/ anticipated as a result of this event.